Event description:
Small piece of yellow plastic was found in the patient's chest cavity during a robotic lobectomy. The foreign body appears to be a piece of stapler load protector, according to the operating room nurse. The piece was retrieved from the patient's cavity and placed in a specimen cup. The covidien representative was notified. Note: the package was not saved, because several different reloads were opened so we were unable to pinpoint which device the piece broke off from. We were only able to save the actual plastic yellow guard. This is a single use device, however, we do place the supply in the medical device collection bin after use. Unsure if it is/was reprocessed.